Manufacturer narrative:
The reported issue (it was reported that the catheter would not drain, even when flushed) was unconfirmed. Per visual evaluation, no obstructions were observed along the drainage lumen and inflation lumen. During functional evaluation, the 3 returned catheters were capable to drain without any interruptions or difficulties. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿caution: do not aspirate urine through drainage funnel wall. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter would not drain, even after flushing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter would not drain, even after flushing.